Event description:
Customer stated she thinks her insulin pump is not working because her blood glucose is high. Customer's blood glucose is 418 mg/dl. Customer treated with manual injections. She said she felt lightheaded. Customer said she does not feel well enough to troubleshoot. She was advised to talk to her doctor about her highs and to call back when she feels well enough to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.